Manufacturer narrative:
Following the initial occurrence of the alarm, the device was brought to the customer biomedical shop. The device cycled normally during startup and the biomedical engineer (bme) confirmed the occurrence of the alarm in the event log. The remote service engineer (rse) advised the customer to replace the motor controller (mc) printed circuit board assembly (pcba) and provided the mc pcba part information. In a good faith effort (gfe) response from the customer received it was confirmed that the device issue had been found during a daily quality check of the ventilator. The customer confirmed that the mc pcba had been ordered but had not yet been received at the customer site. The customer was not able to provide the device diagnostic report (drpt). The v60 ventilator was stated to be in the customer biomedical shop out of circulation until the repair could be completed. In a gfe response from the customer received on 30sep2024, it was stated that the mc pcba had been received and replaced. The customer completed functional and safety testing on the v60 ventilator per the preventative maintenance procedures, and then let the device run overnight. The previously experienced auxiliary alarm supply failed alarm did not reoccur, and the device was then placed back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an auxiliary alarm supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Following the initial occurrence of the alarm, the device was brought to the customer biomedical shop. The device cycled normally during startup and the biomedical engineer (bme) confirmed the occurrence of the alarm in the event log. The remote service engineer (rse) advised the customer to replace the motor controller (mc) printed circuit board assembly (pcba) and provided the mc pcba part information. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the customer received, it was confirmed that the device issue had been found during a daily quality check of the ventilator. The customer confirmed that the motor controller (mc) printed circuit board assembly (pcba) had been ordered but had not yet been received at the customer site. The customer was not able to provide the device diagnostic report (drpt). The v60 ventilator was stated to be in the customer biomedical shop out of circulation until the repair could be completed. The investigation is ongoing.